Event description:
Additional information received reported that the patient had issues with not receiving stimulation, even at maximum voltage. The patient underwent a revision, and when the leads and extensions were plugged into an external neurostimulator the patient got great coverage with normal impedances. The same was true when the leads and extensions were plugged into a new neurostimulator.

Event description:
Additional information received reported that the patient was scheduled for a revision later in (B)(6) 2012.

Event description:
It was reported that for the month prior to this report the patient's pain had returned. The patient had been on very stable settings previously. It was reported that the patient may have issues charging their device. Impedance measurements were reported as normal, but combinations using electrode 12 were slightly elevated in the 6000 ohms range. It was reported that the patient had 2 quad leads that were plugged into the implantable neurostimulator (ins) but only electrodes 8-15 were able to be programmed. The patient did not feel stimulation at all but when the manufacturer representative ran impedance tests at high voltage, the patient was able to feel a "little zap here and there." It was reported that the patient felt the battery was moving around. There was no known accident or incident related to this complaint. It was reported that all programming was avoiding electrode 12. An x-ray was performed which determined the leads were in the original position in the epidural space. The patient was not receiving any stimulation even at 10.5 v and was "not doing well with her severe pain." It was reported that the patient was to be scheduled for a revision in the near future. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752 lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37742 lot# ,serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3708240 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension; product ID 3487a-33, lot# v009651 serial# implanted: 2006 (B)(6), explanted: product type lead; product ID 3487a-33, lot# j0451705v serial# implanted: 2006 (B)(6), explanted: product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the plug, ID #3550-29, found no anomaly.